Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. However, it was noted that an air/water leakage was present due to physical/chemical stress and an abnormal image was produced. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that errors "e216" and "b30" occurred and corrosion of the electrical contacts was present. This report is submitted due to the report of e216 and b30 errors. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the e216 and b30 errors were not reproduced during evaluation. However, e216 and b30 errors occur when communication failure between camera head and processor happens. Given that the connector was damaged and immersed in water, e216 and b30 errors seem to have occurred due to invasion of water, likely causing temporary electronic circuit damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on additional information that was received.

Event description:
The event occurred, before the procedure. The procedure was able to be completed without delay. The defect was found, during pre-use inspection by the user.